Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel was clogged because the user sucked a seed during the procedure. Since the instructions for use (IFU) state not to suck solid material, it is possible that the user handling deviated from the IFU. The IFU has the following warning prohibiting the suction of solid matter in section 4.2 insertion suction: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the oscillator connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids."

Manufacturer narrative:
As part of investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result the device was returned to the service center for evaluation. The customer¿s complaint of a ¿seed being stuck in the channel¿ was confirmed. During the evaluation the seeds were able to air out the seeds in the biopsy channel. Further investigation found scrape marks inside channel. The lens was chipped at the edge. The bending section rubber glue was cracked on the cover and insertion tube. The bending section braid was noted to frayed with 5 plus broken strands. There was discoloration noted on the insertion tube. The scope connector was found cracked at the plug unit

Event description:
The service center was informed that seeds were stuck in the scope¿s channel. There was no patient involvement reported.